Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report: 3006705815-2018-02809. It was reported patient passed away on (B)(6) 2018. The trial surgery went well, but the patient reported severe abdominal pain post-op. Field representative attempted programming and stopped programming due to patient¿s pain. The leads were pulled out 30 minutes after surgery was completed. The patient developed a hematoma from t3 to t7 and was taken into emergency surgery on (B)(6) 2018 for a laminectomy to release pain.